Manufacturer narrative:
Comment of noise on the analyzer not confirmed, but it was found that the patient connection pins on the analyzer were damaged. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the analyzer intermittently had noise to the point where it was not able to be read. A new analyzer was used, as were multiple cables on multiple occasions, but the issue persisted. The analyzer was returned to service. No patient complications have been reported as a result of this event. The analyzer was returned to the manufacturer, analyzed, and subsequently tested out of specification.